Manufacturer narrative:
Historically, attempts to obtain from FDA redacted information from maude reports forwarded to covidien by the FDA have resulted in the response that, "the report that was sent is the copy that provides you with all the allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question." Therefore, no additional information for this report is available. Received from medwatch form mw5056953. (B)(4).

Event description:
According to the reporter, during a laparoscope roux-en-y gastric bypass, the 15 mm trocar was found to be fractured at the distal end. A laparoscopic inspection of the abdominal cavity revealed no evidence of the fragment.